Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump is shutting off intermittently" was not reproduced. The pump was found to be working properly. A review of the event history log revealed "battery error" messages but no evidence of the pump shutting down. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump shut off intermittently during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.